Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had b30 (scope communication) error during preparation for use prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the users request was confirmed. It was discovered, the bending section had a leak, the distal end biopsy channel incised and had cuts, the air valve unit had a leak, the electrical safety checks failed due to grounding, the plastic distal end cover was burned, the bending section glue was chipped, the connecting tube had a dent, the control unit had humidity, universal cord was scratched, the plug unit was cracked, the connector had humidity, the up down knob angulation less or specified value, the printed circuit board was corroded, the connector had water leakage, and image flare, noise of entire screen. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the event occurred during a bronchoscopy. The procedure was completed with a different device. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to distal sheath and biopsy channel leaked and fluid invaded the scope connector which led to communication with video system became unstable due to fluid invasion and corrosion of scope connector. The event can be detected by following the instructions for use (IFU) which state: operation manual_ inspection of the endoscopic image. The event can be detected and prevented by following the instructions for use (IFU) which state: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. 5.4 leakage testing of the endoscope perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to h6 (adding medical device code 1071-thermal decomposition of device, adding investigation conclusions 4315-cause not established). New information added to the following fields: b5, h7 and h9. The device was evaluated where an additional reportable malfunction was noted that the plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.